Manufacturer narrative:
Submit date: 02/06/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer experienced an issue with a syringe. The customer states the syringe leaked around plunger in the syringe chamber area while the technician was compounding chemotherapy drugs. The technician caught the leakage, so there was no harm to the technician or the patient.